Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this atrial lead was stuck in the header of the device and the lead sustained damage and the terminal pin became separated from the lead body. Therefore, the lead was replaced during this procedure. No adverse patient effects were reported.